Manufacturer narrative:
This complaint is linked to 2 other complaints. This complaint is related to the second cage which the anchoring plates got jammed upon impaction. The product was not retuned to ldr medical yet. No visual and functional evaluation could be performed. The review of the device history records and the traceability are not possible because the reference and the lot number were not provided. Attempts have been made to obtain more information about this case. Investigation still in progress. Conclusion not yet available. Device not returned yet.

Event description:
Roi-c : anchoring plate jammed. From information provided, the above anchoring plate of the first roi-c cage is pushed by the impactor and the cage is found fractured. The patient¿s vertebra is damaged. After the second roi-c cage is implanted whose anchoring plate is dead locked. The surgery is completed by the third roi-c cage. The patient was temporarily paralyzed after the surgery and is getting better now. This report is about the cage which anchoring plate got jammed during impaction. Additional information on december, 12th 2018: the patient has been discharged from hospital after the operation and is still recovering. The first implant was the broken implant, the second implant was the locked implant. The second implant was too deep because the bone in front of the limited-depth on the implant holder was destroyed when the broken implant (the first) was removed. The second implant was inserted a little deeper, but not into the spinal canal. The reference pf the anchoring plates are not available. The surgery was done completely according to the requirement the reporter doesn't know if the axis of the disc space was respected (any sagittal angulation toward head or foot direction). The surgical technique was fully respected for anchoring plate impaction sequence (use of impactor #1 then impactor #2). The reporter doesn't know if the first anchoring plate was fully seated (residual gap between mechanical stop of holder vs impactor, misalignment between laser mark indicators) according to the reporter, it is not possible that two anchors were implanted in the same slot. There is only one anchor impacted in one slot. No images and sales order available. The issue occurred for implantation of the second anchor. The anchor plates are inserted in the required order. Attempts have been made to obtain more information about this case. There are two other complaints link to this complaint. This complaint is related to the second implant implanted which the anchoring plate jammed. The two others are related to the first implant implanted that break and the temporarily tetraplegia of the patient. Additional information on december, 28th, 2018: the above anchoring plate of the first roi-c cage is pushed by the no.1 impactor and the cage is found fractured which caused the patient¿s vertebra of the implanted area are damaged. The implantation position of the second cage is deeper than the first one since the first cage has slightly damaged the vertebral body. The anchoring plate of the second cage has locked is suspected caused by the holder. The patient's health condition is complicated before the surgery and it is happened the defect product in operation. So there is a short period of paralysis occur after the operation, and patients are recover normally later.

Event description:
Roi-c : anchoring plate jammed. 3 complaints are opened for below event. Read diligence log for explanation. This complaint is related to the second event: roi-c : anchoring plate jammed. From information provided by the zper, the above anchoring plate of the first roi-c cage is pushed by the impactor and the cage is found fractured. The patient¿s vertebra is damaged. After the second roi-c cage is implanted whose anchoring plate is dead locked. The surgery is completed by the third roi-c cage. The patient was temporarily paralyzed after the surgery and is getting better now. Additional information received on january 03rd 2019 : the broken cage (1rst implant) is mc1313p lot number: 47734. This cage broke during impaction of second anchoring plate. The second cage used and removed is mc1312p lot number: 39464. More details have been provided : the second fusion device, due to the failure of the depth limiting device, the cage was too deep when implanted, which caused the neurothlipsis. So the second cage was removed and the third one was implanted. Question were requested about the reason of the blocked anchoring plate. The reporter suspects that the implant holder is wear. The third cage implanted and remained in patient body is unknown. About the tetraplegia, it happened since the second cage pressured on the nerve.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Date of report ; PMA/510k; if follow-up, what type; and device evaluated by MFR were updated. This complaint is linked to 2 other complaints reported in separate reports . This complaint is related to the second cage implanted and which anchoring plates were jammed during impaction. The identification of the current product reference and lot number was possible by pictures provided by the reporter. However , his description shows some inconsistency regarding the supplemental information received about the cage implantation order. Based on the product history records, the review of the case, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. Requests for additional information and product return received only poor answers to questions. The likely hypothesis of the event would be user error : the surgeon didn't insert correctly the anchoring plate into cage. Indeed, , as mentioned in the surgical techniques its recommended to insert the anchoring palte in the implant holder axis this would have prevent this kind of issue. In addition , no information was provided about the patient bones states which may also be a potential cause of this event if it was sclerotic. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause: remain undetermined. If additional information were received that add a value to this investigation , another report will be sent.

Manufacturer narrative:
Additional information in h6: patient code, results, and conclusions. The plate was not returned for evaluation. However, a photo was provided which shows a plate installed partially into a cage, and appears to be jammed. Since a full evaluation was unable to be performed, the cause for the jamming cannot be determined. The lot number cannot be seen in the photo, so the DHR is unable to be reviewed.

Event description:
It was reported that a cage was placed too far posteriorly, and the plate jammed into the cage during installation in surgery. The plate and cage were removed and replaced with an alternative cage and plate. However, when the cage was too deep, it impinged upon the patient's nerve and immediately after the procedure, the patient experienced some temporary paralysis (quadriplegia), but recovered normally after the paralysis abated this is report two of two for this event.